Event description:
A us distributor returned a monitor and electrode belt and reported the monitor and belt displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages/service code 204) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump, c655 and c657 on the computer/analog pca. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor. Electrode belt sn (B)(4) was returned to the distributor for evaluation. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. Additionally, the pulse wire in the cable connecting ECG "a" and ECG "b" was pulled. The root cause of the damage was physical abuse. No adverse event resulted from the damaged belt.